Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the oversheath and there was a kink near the handle. It was noted that the device was half deployed and the clip assembly was not returned with the device. A functional evaluation was performed; the yoke, which was still attached to the control wire, was then actuated and deployed. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00931, 3005099803-2010-00932, 3005099803-2010-00933 and 3005099803-2010-00927 for the other associated device information. It was reported to boston scientific corporation that 5 resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, they were attempting to treat a non bleeding ulcer within the patient's stomach as a prophylactic measure. During the procedure, five resolution clip devices prematurely deployed and fell into the patient. There were no attempts to retrieve the clips. The physician had no concerns leaving the clips to pass naturally. The case was aborted due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00931, 3005099803-2010-00932, 3005099803-2010-00933 and 3005099803-2010-00927 for the other associated device information. It was reported to boston scientific corporation that 5 resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(4), 2010. According to the complainant, they were attempting to treat a non bleeding ulcer within the patient's stomach as a prophylactic measure. During the procedure, five resolution clip devices prematurely deployed and fell into the patient. There were no attempts to retrieve the clips. The physician had no concerns leaving the clips to pass naturally. The case was aborted due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).